Event description:
Reporting that 3 sensors from this lot were defective, all three sensors when tried to apply, the needle in the sensors pushed through to the top of the sensor when it was applied, so needle was sticking out of sensor.